Manufacturer narrative:
(B)(4). The inability to cross the lesion/difficulty removing the stent delivery system (sds) can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices or accessory device support. Furthermore, potential factors that can contribute to stent dislodgement within the body may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy and/or a previously implanted stent or from an interaction with accessory devices. In this case, two cine photographs of the procedure were returned and reviewed by a clinical specialist. The reviewer noted that both images showed there was a dislodged stent inside the catheter (possibly the guiding catheter or insertion sheath). The proximal end of the stent appeared to be flared. The reviewer concluded that the images confirmed the reported stent damage and dislodgement. However, there was nothing in the images to confirm the cause of the dislodgement. It was noted that the stent most likely caught and flared upon retraction of the sds through the tip of the guiding catheter. Although the return of the vision sds may have aided in determining a conclusive cause, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to reported event. The lesion was reported as heavily tortuous and may have contributed to the difficulties experienced. It is possible that the stent interacted with the tortuous anatomy such that it was unable to cross the lesion. The stent likely interacted with the tip of the guiding catheter upon retraction of the device such that it became damaged/flared and disrupted on the balloon, thereby facilitating dislodgement. The foreign body left in the patient and additional therapy/non-surgical treatment both appear to be secondary effects of the dislodgement as attempts were made to remove the dislodged stent. The patient was ultimately sent to surgery to repair the vessel. To ensure this type of occurrence is not a result of a potential product deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during the manufacturing process. All products are also visually inspected online for stent damage, stent placement and dimensionally inspected to verify the crimped stent outer diameters. The reported patient effects of hypotension, dissection, perforation, hemorrhage, and death are listed in the vision instructions for use (IFU) as known adverse events associated with coronary stenting procedures and are not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Based on the information received with this event, the reported failure to advance, stent damage, difficulty removing the sds and stent dislodgment appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there were no indications of a product quality deficiency contributing to the difficulties experienced. The inability to cross a lesion in conjunction with stent damage is often related to circumstances of the procedure or characteristics of the lesion and not a reflection of the product quality.

Event description:
It was reported that during the procedure in the tortuous left anterior descending artery, pre-dilatation was successfully performed using a 2.0 x 20 trek. An attempt was made to advance the 3.0 x 23 rx vision stent system; however, the device could not advance to the target lesion. An attempt was made to remove the stent system through the non-abbott guiding catheter; however, resistance was felt, possibly due to a flared stent strut becoming caught in the guiding catheter. The guide catheter, guide wire and stent system were removed from the anatomy as a single unit. Once removed, it was noted that the stent had dislodged. Fluoroscopy revealed that the stent was in the iliac and the end of the stent was flared. Multiple unsuccessful attempts were made to retrieve the stent (snare, balloon, re-sheathing). During stent retrieval attempts, the patient became hypotensive and was treated with medication. Surgical intervention was performed for treatment of a dissection of the iliac. During surgery, it was found that the stent was no longer in the iliac; the location of the stent in the anatomy is unknown. The patient died in the hospital on (B)(6) 2011. The cause of death is retroperitoneal bleeding originating from perforation of the iliac. Though requested, additional information was not provided. Received user facility medwatch reporting, "injury to iliac artery sustained during coronary stent maneuver. Coronary stent became lodged in artery. During attempt to remove it, injury occurred to the iliac artery. Emergent open surgery to repair tear. Patient expired four days post-event. Stent was not retrieved intra-operatively." Date of death was confirmed to be (B)(6) 2011.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 2.0 x 20 trek; guide wire: whisper ms 190; guide cath: 6 fr ebu. The stent remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information. (B)(4).